Event description:
It was reported that a revision surgery was conducted to remove and replace two broken rods. Patient outcome: patient experienced pain prior to revision. No adverse effects reported as a result of the revision.

Manufacturer narrative:
Lot number not available. No manufacturing records can be reviewed. Healthcare facility will not release parts for evaluation.